Event description:
Related manufacturer reference number: 3006705815-2023-05962.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient is not receiving effective therapy and the therapy strength is decreasing on its own due to high impedances. As a result, the lead was replaced to address the issue.

Manufacturer narrative:
Date of the event is estimated.